Manufacturer narrative:
The customer returned the suspected contour next link 2.4 meter for evaluation. No test strips were returned. Therefore, the returned meter was tested with the in-house contour next test strips from lot # (B)(4) using a blood sample, which gave a satisfactory performance. The blood glucose readings obtained during in-house testing were properly marked as blood results in the meter's memory. The patient/family was the initial reporter, so personal information was not entered. No information was captured in sections as the customer's age and weight were not provided. The model # was not provided. This event is related to MDR # (B)(4).

Event description:
The customer from (B)(6) reported that she obtained a blood glucose reading of 3.7 mmol/l at 5:50 p.m. On the contour next link 2.4 meter. The meter automatically marked it as a control test, so the reading will be displayed as a control result when accessing the meter's memory. There was no allegation of an adverse event. The customer was advised to return the device for evaluation. Replacement meter kit and test strips were sent to the customer.